Event description:
It was reported a patient presented for an implant procedure on (B)(6) 2024. During the procedure, it was noted the right ventricular (rv) lead could not pace normally and had high capture thresholds. The lead was not used and replaced within the same operation. Post-procedure there was no injury to the patient.

Manufacturer narrative:
Further information requested but not received.

Manufacturer narrative:
Additional information: e1, e2, e3, g2.

Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received, a complete lead was returned in one piece. The helix was found partially extended and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.